Event description:
The clinic reported an incident of excess weight removal requiring administration of 3 l normal saline to support low blood pressure, cramping of upper and lower extremities and "ear popping." Target weight loss was set for 3 kg and actual weight loss was charted at 3.8 kg after receiving the 3 l normal saline. The pt was stabilized in the clinic and rleased. The unit's clinical engineer found a leaking air separator assembly.